Event description:
It was reported that (3) devices were used during an unk procedure. It was reported by the rep that the materials mgr and nurse report that the tim20 instruments stick or become difficult to squeeze the handles together. The ratcheting mechanism doesn't operate smoothly. The case was completed using a mcm20 instrument. There was no consequence to the patient.